Manufacturer narrative:
Updated concomitant products.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance on several occasions due to low blood glucose on (B)(6) 2017 and another unnamed occasion, with blood glucose levels of 22 mg/dl and 30 mg/dl at the time of the incidents. The customer blood glucose at the time of the call was 337 mg/dl. The customer was driving to work on (B)(6) 2017 when they checked their blood glucose and called 911 and the paramedics came out. The customer was given juice by the paramedics to treat and for the previous incident she took a glucagon shot. The customer experienced symptoms such as getting confused and falling asleep. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer has been experiencing low blood glucose for 2 months. The insulin pump will be returned for analysis.